Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involved a tego® connector which reportedly leaked blood. There was no harm or adverse outcome reported as a consequence of this event. No other information is available at this time.